Event description:
His levels went down to 2mmol/l [blood glucose decreased]. Thinks he has taken to much insulin [accidental overdose]. Faded numbers on the pen and the inspection window is scratched [device physical property issue]. Blood sugar levels were down to 1.6mmol/l [blood glucose decreased]. Case description: does the incident represent a serious public health threat? No. This spontaneous case from australia was reported by a consumer as "faded numbers on the pen and the inspection window is scratched", "thinks he has taken too much insulin", "blood sugar levels were down to 1.6mmol/l" and "his levels went down to 2mmol/l". It concerns a male patient (unknown age), who was treated with mixtard 30/70 penfill (dual-acting human insulin) from (drug start and stop date unknown) for an unknown indication and novopen 3 (insulin delivery device) for device therapy. Patients height: not reported. Medical history: not reported. On an unknown date, reporter stated that the numbers on the pen were faded and the inspection window was scratched and cloudy. The patient thought that he had taken too much insulin and an ambulance was called twice due to his low blood sugar levels. On (B)(6) 2012, patient's blood sugar levels were down to 1.6 mmol/l, when the ambulance arrived patient's blood sugar level were back to 10 mmol/l and when they were putting the patient into the ambulance his blood sugar levels went back to 1 mmol. The patient was taken to hospital , but was not admitted overnight. On (B)(6) 2012, when the patient was at the medical center waiting to see his doctor, his blood sugar levels went down to 2 mmol/l. Ambulance was called again and the patient was taken to hospital, but was not admitted. The patient was asked to keep close contact with his diabetes educator. It was concluded that the patient would have injected himself too much insulin, as he could not see the numbers on the dosage selector. Action taken to novopen 3 and mixtard 30/70 penfill was not reported. Overall outcome for the events was not reported. Note: there is an additional "novopen 3" suspect device with batch "951803".